Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 339 mg/dl. The customer's expected fasting blood glucose test result range is 112 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 05/30/2020 and open vial date is 02/20/2019. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 339 mg/dl. The customer's expected fasting blood glucose test result range is 112 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 05/30/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1 :237mg/dl, date:(B)(6) 2019, time:11:43am fasting; result 2 :235mg/dl, date:(B)(6) 2019, time:11:40am fasting; result 3 :217mg/dl, date:(B)(6) 2019, time:1:27am fasting; result 4 :204mg/dl, date:(B)(6) 2019, time:9:39am fasting; result 5 :314mg/dl, date:(B)(6) 2019, time:6:28pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f). Internal report # (B)(4). Product returned and investigated with no defect found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.